Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that there was a bridge of 5 pieces on 3 external hex fixings for tooth sites 21, 23, 25. There was a slight mobility during a check up. Screws at tooth sites 21 and 23 were retightened. The screw at tooth site 25 fractured, it was removed and a new one placed in the same procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI not available, lot number unknown. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative. Three screws were reported but only one was returned for investigation. Visual evaluation of the as returned device identified fracture around the threads. Functional testing could not be performed due to the nature of the devices and events. Pre-existing conditions noted on the per were 'bruxism, clenching and moderate bone density ¿ type ii'. The devices were intended for tooth locations 21, 23 & 25. X-ray & picture evaluation: x-ray and picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings and precautions. Per the applicable IFU, breakage/device failure may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review: DHR review could not be performed since the lot numbers were not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Complaint history review: a complaint history review by item number was conducted for the unisg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/ hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture: screw & loosening). Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore,device malfunction and the reported event (loosening) could not be verified as the exact details of event could not be verified for the other unreturned screws.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative. Correction of evaluation codes.

Event description:
No further event information is available at the time of this report.